Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on an unknown date. On (B)(6) 2024 it was reported that the patient had the following symptoms of abdominal pain and obstruction. A CT scan was performed and confirmed that the balloon inflated. The balloon was removed endoscopically. The patient condition was reported fine. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Device evaluation: a bib intragastric balloon system was returned to boston scientific corporation, during the visual inspection the balloon was returned deflated. For the symptoms of discomfort and abdominal pain these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as known inherent risk of device. No analysis could be performed on the balloon as the balloon has a punctured hole from the extraction tool. A media evaluation was performed from the photos received and the complaint could not be confirmed as the pictures shows the balloon inside the patient anatomy and not clearly showing the balloon hyperinflated. It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 a CT scan and upper gi was performed due to patient having abdominal pain with a swollen stomach. It was diagnosed the condition as gastric obstruction. It was confirmed that the balloon was hyperinflated balloon. The bib was explanted with no patient complications reported as a result of this event. All compiled information on this investigation determines that the most probable cause is known inherent risk of device."

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on an unknown date. On may 27, 2024 it was reported that the patient had the following symptoms of abdominal pain and obstruction. A CT scan was performed and confirmed that the balloon inflated. The balloon was removed endoscopically. The patient condition was reported fine. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Patient code e2328 is being used to capture the reportable event of obstruction/occlusion.